Event description:
It was reported that bd¿ blunt fill needle broke. This was discovered during use. No date/time or patient information was given. The following information was provided by the initial reporter: the service reports that during a preparation of noradrenaline, the needle is casseed at the level of the guard.

Manufacturer narrative:
Investigation: bd has been provided with a sample for catalog 303129 lot 190408 to investigate for this record. Visual examination of the returned sample shows a broken hub (cavity 4a), not including the cannula-metal part and a luer-lock 60ml syringe and a plastic bag/pocket of saline solution (fresenius brand) was also sent in. As a result, bd was able to verify the reported issue. Reviewing the batch history review, a root cause related to the needle manufacturing process in not possible to determine at this time. Blunt fill needle needs to ensure that needle punctures stopper at 90°. The review of the device history processes showed no indication of the alleged defect.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd¿ blunt fill needle broke. This was discovered during use. No date/time or patient information was given. The following information was provided by the initial reporter: the service reports that during a preparation of noradrenaline, the needle is casseed at the level of the guard.